Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended activation/motion and was generating heat. Therefore, the reported condition that the device was stopped working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was generating heat, had unintended activation/motion, was displaying an e2 (handpiece lock engaged) error code, and was making excessive noise. It was further determined that the device failed pretest for cutter lock assessment, safety assessment, noise assessment, and handpiece temperature assessment. It was noted in the service order that the device suddenly stopped working at the time of surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.